Event description:
It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2009. According to the complainant, after retrieving multiple biopsy specimens with the forceps, the device was advanced for one final sample. However, after advancing the device through the scope, the pull wire was found to be protruding from the hinge. The device was successfully removed without damaging the scope. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).